Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "rapid gas loss" alarm. The patient was switched to another iabp with a new balloon and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative evaluated the unit and was not able to duplicate the event. The tests performed (functional tests, leak test and vacuum test) met the factory specifications. The unit was released to the customer. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).